Event description:
Additional information received. Rep reported patient is having burning sensation in middle of back where leads are located. The patient moved a certain way when this started on (B)(6). The patient has had the ins off since this time and the burning sensation has not resolved. Discussed possible migration and lead is not in a good position. Caller will suggest to hcp for x-ray. Caller indicated this is not his territory, but became aware of issue today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient repeated information regarding shocking. Patient reported hcp checked leads and lead had not moved and was fine. Patient wanted help turning therapy back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that yesterday the patient  felt a shock in the area of his chest and right shoulder. Pt states he is feeling pain in right rib cage and right shoulder area, feels like broken ribs and hurts when he takes deep breath. Pt states all he was doing was walking around his house and not bending or lifting anything. Pt stated that he has turned off the ins and ins is at 90% full. Technical services (ts)  reviewed that once ins is turned off that stimulation is not being delivered. Ts recommended that if pain continues or gets worse, pt should go to the ER. Ts also recommended that he leave a message for his managing healthcare provider (hcp) and let them know what happened so that they can check out the device before pt turns it back on.

Event description:
Additional information from rep stated x-rays taken. Results unknown. The cause was not determined. Unknown if issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.